Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the sensor is displaying readings, although it is not connected to the patient. It was noted there was a high spo2 reading. This was an adult patient (unknown weight and gender). There was a weak signal alarm at the top left corner of the screen. There is no reported consequence or impact to the patient.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.